Manufacturer narrative:
The customer's report of device failed self-test was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. Review of the device logs showed errors consistent with smart batteries. The batteries and pads from the reported event were not returned for evaluation. The flex circuit was replaced as a pre-caution the device was recertified and returned to the customer. The customer's report for device shuts off was observed during review of the device logs. Critical errors associated with the report were observed. The analog board was replaced as a pre-caution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.